Event description:
A report was received that the patient was experiencing pocket soreness. The patient underwent a pocket revision wherein the ipg was moved to the abdomen area. The patient was reportedly doing well postoperatively.